Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient¿s wife stated she found the patient unconscious and called for an ambulance and was treated with d10 via intravenous (IV) therapy. The patient wife stated the patient dosed himself with insulin prior to going to bed based the blood glucose value on the cgm (value was not provided). She indicated that the patient may have given himself too much insulin which resulted in his blood sugar going low. She stated the cgm was displaying values that were 26 points off from what the bg meter was reading. She indicated that the cgm was displaying a value of 56 mg/dl, compared to the patient¿s bg meter reading of 30 mg/dl. She further indicated hat the patient most likely did not hear or wake up when the cgm alerted that he was low. At the time of contact, the patient was in stable condition. No product or data was provided for investigation. Confirmation of the complaint was undetermined. The probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.